Manufacturer narrative:
It was stated by the customer that the ventilator displayed a large measured difference between inhaled and exhaled tidal volumes (vti and vte) while on patient. No faulty part(s) were replaced or reported. Our field service engineer(fse) troubleshot the device on-site but could not reproduce the problem. An unexpectedly low vte may indicate leakage in the patient circuit and a high vti may occur if the system is in pressure control mode and tries to compensate for a leakage induced pressure loss. The evaluation of the received device logs showed alarms for low expiratory minute volume, high respiratory rate, paw high, and check tubing. Some of these alarms may indicate leakage/leaking. Other alarms related to the flow measuring device indicated an issue with the expiratory cassette and/or the expiratory channel printed-circuit (pc) board. Both, leaking and a flow measuring issue, may result in an increased vti/vte measured difference. Our conclusion in the matter is that the reported issue may have been caused by leaking/leakage or a flow measuring issue, but this could not be confirmed from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator expiratory volume was lower than set and alarms were generated for low minute volume. There was no patient harm. (B)(4).